Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the balloon valvuloplasty was performed after the first valve implant attempt as it was difficult to position the valve in an acceptable position due to calcium on the leaflets.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the deployment of the valve was attempted and recaptured three times due to positioning difficulties. Subsequently, a new valve and new delivery catheter system (dcs) were used to complete the procedure. It was noted that a 30 minute procedural delay occurred. Following the implant procedure, a balloon valvuloplasty was performed due to an unspecified reason. Per the physician, the patient's calcified anatomy contributed to the positioning difficulties.